Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, the patient was revised to address pain secondary to wear and osteolysis. Intraoperative findings include significant osteolytic debris within the joint, marked wear on the acetabulum, marginal osteolysis around the edges of the acetabulum and on the dome. However, the cup, as well as the stem were noted to be well-fixed. The femoral train was noted to be subluxed into the anterior superior quadrant. Doi: unknown. Dor: (B)(6) 2011. (Left hip).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.